Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/26/2024. H3 investigational summary: the product was returned to ethicon for evaluation. One labeled winding former with a detached needle and one suture partially dispensed were received for analysis. Product code 697g. During the visual inspection of the detached needle, the swage area was noted with marks probably caused by a surgical instrument. There were remnants of the suture in the needle hole. The received suture was inspected, and one of the extremes was noted to be cut and damage (smashed)near the cut area probably caused by a surgical instrument. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date in 2024, and suture was used. The suture was broken during the operation. Procedure was completed successfully with no delay, there was no patient consequence. No further information is available.